Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarms were noted. The unit had a severely scratched display window, as well as cracks on the display window corners and reservoir tube lip. The unit also had a missing end cap sticker.

Event description:
The customer reported an alarm and insulin squirting during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.